Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) of distal humerus surgical procedure, the sagittal saw attachment device was making a funny noise and did not oscillate. A surgical delay of five minutes was reported. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the coupling assembly detached from the housing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.